Event description:
Previous medwatch submission noted capsular contracture grade unknown. Upon further information, abbvie has determined that this record is a duplicate record and is being unreported. Please refer mrn# 9617229-2024-24713 as the operating record related to this complaint.

Manufacturer narrative:
Previous medwatch submission noted capsular contracture grade unknown. Upon further information, allergan has determined that this record is a duplicate record and is being unreported. Please refer mrn# 9617229-2024-24713 as the operating record related to this complaint.

Manufacturer narrative:
E1. Zip code continued: (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown". Device remains implanted.